Event description:
It was reported when using the bd vacutainer® sst blood collection tubes had no label. This event occurred six times. The following information was provided by the initial reporter. The customer stated: "tube no label."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Evaluation of the 100 retained tubes from this lot number identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label based on photos only. Bd was not able to identify a root cause for the indicated failure mode."